Manufacturer narrative:
Analysis of the lead (B)(4) found no anomaly. Other applicable components are: product ID: 977a260, (B)(4), product type: lead, product ID: neu_stylet_acc, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the lead was implanted and tested with a multi-lead trialing cable (mltc). Once successfully tested and tunneled to the ins pocket and connect another impedance test was performed. The rep reported that six out of eight electrodes were showing 10,000 ohms impedances. The rep reported that the lead was removed multiple times in retested unsuccessfully and put into different port 8-15 and again unsuccessful test. The rep reported that the hcp then removed the anchor and pulled lead back to spine incision. The rep reported that the hcp tested with the mltc and again impedances were not in working order. The rep reported that the lead was explanted and replaced. The rep reported the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the high impedances was not determined. Information was confirmed with the hcp. The lead was returned along with the stylet. No further complications were reported/anticipated.